Event description:
It was reported an internal dialyzer blood leak occurred immediately upon initiation of a patient¿s hemodialysis (hd) treatment. Additional information was obtained through follow-up with a nurse from the facility. The blood leak was reported to be visually observed in the top of the dialyzer. The nurse was uncertain if a blood test strip was used. The machine did not alarm because of how quickly the blood leak was caught. The nurse indicated that blood had not yet reached the blood leak detector. Per the nurse, the blood had not even reached the bottom three quarters of the dialyzer. The nurse stated that you could see where the fibers separated at the top of the dialyzer, but no other damage was noted on the device. The patient was dialyzing on a fresenius 2008k2 machine with fresenius bloodlines. After the blood leak was identified, the treatment was halted. The patient¿s estimated blood loss (ebl) was reportedly 25 ml. The nurse confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The dialyzer was reported to be available for a manufacturer evaluation.

Manufacturer narrative:
Additional information: h3 plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no sample has been received. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Should the sample be returned at a later date, a supplemental report will be submitted capturing the updated investigation results.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported an internal dialyzer blood leak occurred immediately upon initiation of a patient¿s hemodialysis (hd) treatment. Additional information was obtained through follow-up with a nurse from the facility. The blood leak was reported to be visually observed in the top of the dialyzer. The nurse was uncertain if a blood test strip was used. The machine did not alarm because of how quickly the blood leak was caught. The nurse indicated that blood had not yet reached the blood leak detector. Per the nurse, the blood had not even reached the bottom three quarters of the dialyzer. The nurse stated that you could see where the fibers separated at the top of the dialyzer, but no other damage was noted on the device. The patient was dialyzing on a fresenius 2008k2 machine with fresenius bloodlines. After the blood leak was identified, the treatment was halted. The patient¿s estimated blood loss (ebl) was reportedly 25 ml. The nurse confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The dialyzer was reported to be available for a manufacturer evaluation.